Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the activity log did show evidence of "check pads" messages. However, other factors may cause this message. This can be normal device operation when attempting to discharge when the multi-function cable is not connected or loose. The multi-function cable and paddle set was not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.